Event description:
Customer reports to have low battery longevity. Customer reports that batteries last only one week. Customer reports to have received a failed battery test. Customer also reports to have received two occurences of "off no power" without low battery warning. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.